Manufacturer narrative:
The alleged complaint is confirmed. The products were not returned, and no images were provided for evaluation. This incident was internally reported from a clinical study. Review of production records indicate that these products met all acceptance criteria at the time of manufacturing. There are no lot trends. There were no trends identified. This issue will continue to be monitored through complaint tracking.

Event description:
Allegedly, patient revised due to mom complications. Left sade#: (B)(4). Allegedly hip left revision was due to increased pain in hip.

Manufacturer narrative:
Updating codes.